Manufacturer narrative:
Upon investigation of the issue, the issue alleged by the customer could not be reproduced. The cobas 8000 data manager is working as expected. The issue was determined to be caused by the customer's connected host application.

Manufacturer narrative:
Na.

Event description:
The initial reporter alleged that a patient sample showed the wrong patient name when repeat testing of the sample was performed on cobas 8000 core unit serial number (B)(4). The sample was initially loaded onto another system with a patient identifier of (B)(6) . The correct name for patient a was listed for this sample and testing was performed. All patient information was correct for this initial testing and the initial test result was 168.4 coi for the anti-hcv test. Per laboratory procedure, the operator loaded the sample onto the complained analyzer for repeat testing. The complained analyzer correctly read the sample identifier as (B)(6) , but the name of a second patient (patient b) was displayed in the system software. The repeat anti-hcv result was 167.9 coi. The customer uses two different laboratory middleware software/systems, a system from data innovations and the cobas infinity system. The customer confirmed the correct patient information is displayed in the data innovations system for both the initial and repeat values. The cobas infinity system showed that the initial result was from patient a and the repeat result was from patient b.